Event description:
Additional information received indicates during the surgery on (B)(6) 2021 the physician removed the tails of the paddle lead and when he went to pull the lead out, the inside lead wire of the tails got pulled out of the main paddle lead. The paddle was stuck in the patient due to bone having grown over the right side of the paddle. Physician also noted that there were lots of adhesion in that area and he could find no way to remove the paddle. The partial paddle was left implanted at the t9/t10 level without the tail part of the lead. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-16916. It was reported the patient did not recharge the ipg as recommended. During the procedure on (B)(6) 2021 the physician accidentally cut the lead while attempting to remove excess tissue. The ipg was explanted and replaced and a partial lead was left implanted. Surgical intervention may take place at a later date.